Event description:
It was reported the right ventricular threshold lead measurement has been chronically high since one month post implant. The output was increased and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was also reported that the rv lead threshold increased and was high. The r wave also decreased and was stable. The lead remains in use.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.